Event description:
Customer reported having a vast difference in blood glucose versus sensor glucose readings. Customer's blood glucose was 55 mg/dl during call. After troubleshooting, issue was resolved. Customer was advise reading will be slightly different due to him eating . No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.